Event description:
It was reported that the unit did not function as intended. Cases were delayed due to poor visualization. Further, the pump was reading zero during a case.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. The pump was received with the warranty seal unbroken. The pump was visually inspected for physical damage, and none was seen. The pump was then visually inspected for burnt/damaged components on all pcbas and none was seen. Additionally, both pressure sensor and stepper motors were visual inspected for physical damage, and none was seen. The critical error log was also reviewed and there were no errors related to the reported complaint. Based on the testing performed, the pump functions properly. The probable root causes for the pump not registering pressure could be due to use error and/or, a software error. The probable root cause for the pump not creating outflow is likely due to kinked outflow tubing. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit did not function as intended. Cases were delayed due to poor visualization. Further, the pump was reading zero during a case.